Manufacturer narrative:
Block b3: exact date unknown, event occurred four years ago from the date the manufacturer was made aware. D6b: explant date: four years ago from the aware date. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-500. Serial number: (B)(6). Batch/lot number: 7071748 / 7071759. Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. No further information has been obtained despite good faith efforts.